Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis, high blood glucose (bg) levels and gastro (acid in the stomach) while wearing the pod on the abdomen between 4 and 24 hours. The adhesive pad got loose and the cannula dislodged from the infusion site during sleep. At the hospital, the patient was placed on an intravenous (IV) of fluids and anti sickness medication to stop the stomach from producing too much acid.